Event description:
Needle broke off into abdomen upon injection [medical device complication] case description: a pt who started to use novofine 30 (disposable needle) on an unk date for insulin-requiring type 2 diabetes, reported that the tip of a novofine 30 needle broke off into their abdomen during an insulin injection in 2002. Reportedly the pt went to the emergency room for eval after the needle broke. An x-ray was performed, but no foreign body was identified, but they went home with instructions to return in the morning to have it removed. The following day, pt underwent fluoroscopic surgery and reported the needle was removed, pt received sutures and pt was discharged to home that day and recovered from the event. The pt stated that they did not use the suspect needle prior to the event and they did not reuse their disposable needles. They reported that they did not notice any abnormalities in the suspect needle's appearance. They perform air shots prior to each injection and removed disposable needles immediately following injections. The pt stated that they had been using the suspect needles for approx three years prior to the event and had no previous problems. Pt discontinued use of the product in question after the event.